Manufacturer narrative:
A visual examination of the spyscope ds device found that the working channel sleeve extended from the distal cap when received. The distal tip would articulate without issue. The distal tip was not loose. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed freely through the working channel. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Part of the distal end of the catheter was removed to examine the working channel. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation and the receipt condition/functionality, the most probable root cause is "manufacturing". There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy and electrohydraulic lithotripsy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, after the spyscope ds was successfully inserted into the bile duct over the guidewire, the physician then removed the guidewire. As the physician directed the spyscope ds to the center of the duct, a piece of metal was noted to be protruding from the working channel of the device. The physician removed the device from the patient. The spyscope was checked outside the patient and the piece of metal was no longer protruding from the device. It was confirmed that no part of the spyscope ds detached inside the patient. The procedure was completed with another spyscope ds. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy & electrohydraulic lithotripsy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, after the spyscope ds was successfully inserted into the bile duct over the guidewire, the physician then removed the guidewire. As the physician directed the spyscope ds to the center of the duct, a piece of metal was noted to be protruding from the working channel of the device. The physician removed the device from the patient. The spyscope was checked outside the patient and the piece of metal was no longer protruding from the device. It was confirmed that no part of the spyscope ds detached inside the patient. The procedure was completed with another spyscope ds. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.